Manufacturer narrative:
The initial reported event for malfunction involved potential loss of mechanical ventilation due to what was perceived as a malfunction error that could lead to the stoppage of mechanical ventilation. Additional information was received that the peep was just underperforming and did not involve a loss of mechanical ventilation. Because the peep value specification is repeatability, the user will calibrate to the desired affect and if the value can be repeated, then the unit is within specification and will not result in loss of mechanical ventilation. There was no reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.